Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The distal end tested positive for less than 1 colony forming units (cfu)/ sample of aerobic microorganism and all channels tested positive for more than 100 cfus/sample of enterobacteria. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization (cds) process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument / suction channel with a suction pump. The forceps elevator was moved to raise and lower three times in water during aspiration. Aspiration was done with both the 1st and 2nd position of the suction valve. The air / water and the balloon channels were flushed with water and air by using maj-1444 air/water valve and maj-629 air/water channel cleaning brush. The air/water channel was flushed with water and air by using mh-948 channel cleaning adapter. The device passed the leak test. During manual cleaning, the detergent used was franklab. The instrument / suction channel, balloon channel, suction cylinder, forceps elevator, and instrument channel port were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution, the forceps elevator was flushed, the distal end was brushed with the channel-opening brush and single use soft brush maj-1888 (single use soft brush), the distal end was flushed with maj-2319 (distal end flushing adapter). The name of the disinfectant used is anioxyde, all channels were flushed with an immersed into the disinfectant and filtered water was used for rinse and disinfection. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The suspect device was returned to olympus. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. All channels tested positive for less than one (1) cfus /endoscope of revivable microorganism. The distal end tested positive for 1 cfu /endoscope of aeromonas hydrophila. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found that there were no malfunctions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user and olympus after reprocessing. Therefore, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "·chapter 6 compatible reprocessing methods and chemical agents ·chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.